Manufacturer narrative:
Insulin pump alarmed during basic occlusion test due to protruded or loose drive support disk. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value is 149 mg/dl. Nothing further reported.